Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an error alarm occurred on an automated impella controller (aic) supporting an implanted impella cp. The aorta and left ventricle waveforms weren¿t visible. The nurse turned flow control to p-0 then to p-2 and all waveforms reappeared. Flow control was turned up one level at a time until resumed at p-5. The controller error alarm was resolved. No patient harm was reported and the procedure was successfully completed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Console logs from the reported day of event are consistent with complaint and confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench were represented as values due to the crc error. Console was tested and the issue was not reproduced, however the cause of issue was identified. The controller error and loss of placement signal were due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.